Event description:
The following article was received based on literature review. Article: surgical techniques for baerveldt glaucoma implant removal. Two case reports were done to describe various surgical strategies and techniques for safely and completely removing baerveldt glaucoma implant (bgi-350s). Case 1: a (B)(6)-year-old african american pseudophakic female with history of severe primary open angle glaucoma in both eyes underwent bilateral implantation of bgi-350. It was reported that her left eye had developed tube associated endophthalmitis several years ago, underwent removal of the bgi-350, and became no light perception (nlp) and phthisical. At current presentation, the patient was referred by her retina specialist for tube erosion in the right eye and was recommended for urgent removal of the bgi-350 from the right eye. Additionally, on examination of her phthisical left eye, it was discovered that there was still a bgi-350 plate in the superotemporal quadrant attached to the eye by a single anchoring stalk under the lateral rectus muscle in which it was recommended concurrent removal of bgi-350 plate from the left eye. Case 2: a 51-year-old monocular pseudophakic male with aniridia associated keratopathy underwent bgi-350 in the anterior chamber in the right eye. It was reported that the right eye developed hypotony and corneal failure requiring a planned future penetrating keratoplasty. A same-quadrant bgi-350 to ahmed fp7 was performed as treatment." A copy of the article is provided with this report. This report is for case #1 for right eye (od). Separate reports will be submitted to capture case #1 for left eye (od) and the case #2.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. However, accepted date stated oct. 11, 2023. Section d4: model number: unknown, but partial model bgi-350 provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3- no: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect: clinical code: 1845 ( to capture unspecified injury - to capture tube erosion). Citation: parekh z, patterson I, qiu m. Surgical techniques for baerveldt glaucoma implant removal. Am j ophthalmol case rep. 2023 nov 2;32:101948.pp.1-4. Attempts have been made to obtain missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon review, it was determined that section d4: model number: was inadvertently populated as unk_glaucoma shunt_baerveldt, when it should be "unknown". This correction MDR is submitted to correct this. Field below updated: section d4: model number: unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted